Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 12-aug-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was conducted on the returned oxycup. A crack was not observed, but disinfectant solution in oxycup was observed far below the center line specified for the oxycup. Product microbiological testing and chemical testing were conducted for the returned product. All tested items met the requirement, no product deficiency was confirmed. Per manufacturing records review report, there is no indication of a malfunction or product quality deficiency. The reported event is not confirmed, and no escalation is required. The assignable cause of this reported event has been traced to use error. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the user experienced irritation in the right eye after cleaning their contact lenses with consept 1-step solution. The contact lenses used were from another manufacturer and had been soaked for about 10 hours. The user visited a physician and was diagnosed with conjunctivitis. The physician prescribed two different types of eye drops (the name of the eye drops is unknown). After recovering, the user used the same product again and experienced severe pain and eye irritation once more. However, the eye has now recovered. No further information was provided. This report is for the disinfectant solution in use for this case. A separate report is being submitted for the neutralizing tablets.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided section d6a - implant date: not applicable as the product is not an implantable device. Section d6b - explant date: not applicable as the product is not an implantable device. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.